Manufacturer narrative:
Investigation revealed the primary root cause is use error, by not following the operator instructions: the operator set the system to home position that includes switching detector modes; the operator did not follow the instructions to observe the patient within the system area and to monitor the position of the patient and equipment during scan procedures.

Event description:
It was reported that a pt was injured during user-commanded post-exam pt positioning of a nuclear medicine imaging device. The pt sustained a fractured cheek bone and contusions. Preliminary investigation indicates that there was no device malfunction.

Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this info is not provided due to country privacy laws. Ge healthcare's investigation is ongoing. A follow-up report will be submitted when the investigation is completed.